Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2017-07611. It was reported the patient was not receiving effective stimulation due to high impedances. The patient¿s leads were replaced with new ones restoring therapy.